Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported low flow alarm; however, a specific cause for the low flow event could not be determined through this evaluation. In addition, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was reported that the patient had elevated pulsatility index (pi) values with associated low flows and arrhythmia. Suction events were suspected and the speed was decreased. The submitted log files contained data from (B)(6) 2021 ¿ (B)(6) 2021. One transient low flow alarm was captured on (B)(6) 2021 when the pi was elevated. Of note, the majority of the file was filled by pi events. No other notable events or alarms were captured. The system appeared to operate as intended at the set speed for the duration of the log file. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) is currently available. Section 1, ¿introduction¿, of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 1 also addresses all pump parameters, including pump flow and pulsatility index (pi). Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. In reference to pulsatility index, section 1 and section 4 of the IFU state that ¿pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e. The pump is providing greater support and further unloading the ventricle)¿. Section 4 further states, ¿pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events, including sudden changes in the patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed¿. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient experienced high pulsatility index (pi) spikes with associated lower flows and arrhythmia. One low flow alarm was noted on (B)(6) 2021. The events were suspected to be suction events by the healthcare provider. The patient's speed was decreased and log files were sent for review. A log file analysis captured numerous pi events throughout the log, along with a low flow event on (B)(6) 2021 at 13:42. There were other times in the log on (B)(6) 2021 and on (B)(6) 2021 that the calculated flow was at the 2.5 lpm threshold but was not sustained long enough to trigger an audible alarm. The low flow events appeared to be patient related and not device related. It was also noted that the pump speed remained relatively unchanged throughout the log, with about a half watt of variance throughout.